Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and was unable to recover. A field service engineer (fse) investigated an issue where drawer 5 was not shown in the application, despite both cards having lights and testing good with a multimeter. The pyxibus controller board lights did not match those of a functioning full-height drawer. The fse replaced the pyxibus controller board, which resolved the issue. The customer successfully inventoried pockets in the drawer without any issues. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.